Event description:
An adverse event was reported to iridex of a patient who developed corneal edema one month post-op and the edema led to blurry central vision. No other information was provided to iridex regarding the reported adverse event, including neither the laser console used nor the delivery device used were reported to iridex. Therefore the devices used are unknown and it is unknown if the devices malfunctioned. Due to the limited information it is unknown whether the device performance may have led to the patient injury. Iridex is currently investigating the complaint and will reach out to the complainant to gather more information of the reported adverse event.

Manufacturer narrative:
Very limited information was provided to iridex regarding the reported adverse event, including neither the laser console used nor the delivery device used were reported to iridex. Therefore the devices used are unknown and it is unknown if the devices malfunctioned. Due to the limited information it is unknown whether the device performance may have led to the patient injury. Iridex is currently investigating the complaint and will reach out to the complainant to gather more information of the reported adverse event.